Event description:
During a routine shift check by a clinician, the device displayed a red "x" status indication message, and beeps inappropriately. There was no pt involvement in the reported malfunction.